Manufacturer narrative:
Correction and updated d4 lot and serial number: (B)(6).

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical device had a white plastic component split and melted. There were no reports of patient harm.